Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer performed the fill tubing sequence while connected at the site since starting pump therapy. Customer's blood glucose level ranged from 112-300 mg/dl. Tandem technical support reviewed the load sequence with the customer and advised the customer against performing the load fill tubing sequence while connected at the site.